Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient felt pain in their back when increasing their intensity of therapy. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure in which the ipg was removed and replaced with a different ipg. Following the procedure the patient was doing well. The ipg will not be not be returned for evaluation.

Event description:
A report was received that the patient felt pain in their back when increasing their intensity of therapy. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that nothing was explanted, replaced or added during the revision procedure. The patient was doing well but their stimulation coverage was not adequate and their initial pain when increasing their stimulation was not resolved. The physician advised the patient to turn off their stimulation for two weeks.

Event description:
A report was received that the patient felt pain in their back when increasing their intensity of therapy. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the patient continues to experience pain. No further course of action is planned at this time. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient felt pain in their back when increasing their intensity of therapy. The patient underwent a revision procedure.

Manufacturer narrative:
Ipg: sc-1110-02/(B)(4): the source of the complaint could not be determined. Current leakage tests verified no loss of electric current. Residual gas analysis verified that the device insulation was not compromised. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed all the required tests and revealed normal device characteristics. Lead: sc-2352-50/(B)(4): as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However a review of the complaint report and device history records did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient felt pain in their back when increasing their intensity of therapy. The patient underwent a revision procedure.